Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 245mg/dl. The customer's current blood glucose was over 373mg/dl. Customer was experienced symptoms like, difficulty breathing. Customer was treated with insulin pump. Troubleshooting was done. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.